Manufacturer narrative:
The device was evaluated by the returns department which found the motor to have break noise but it was not able to be confirmed for the unintended movement as the issue was unable to be duplicated.

Event description:
Dealer states that the chair pulls to the left while driving the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair pulls to the left while driving the chair.